Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss, subsequent to a reported infection around the implant site. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
This report is filed july 10, 2013.

Manufacturer narrative:
(B)(4)